Manufacturer narrative:
No radiographs were provided. Part met acceptance criteria upon release. There is no evidence of implant or instrumentation malfunction. The instructions for use lists potential adverse effects of hip arthroplasty that include femoral bone fracture during intra-operative bone preparation or impaction, post-operative femoral or acetabular fracture by trauma, excessive loading, bone defects from previous surgery or reaming, and bone resorption. If information is obtained that was not available at the time of the initial report, a follow-up will be filed as appropriate.

Event description:
An intraoperative femoral bone fracture occurred during total hip arthroplasty. No additional information was provided except that the surgeon provided additional support with cable around the fracture.